Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted to report patient outcome. The patient survived the explant.

Event description:
The complainant reported that during support with an impella rp flex, the nurse observed a yellow alarm for ¿placement signal unreliable¿ and noted loss of impella flow display on the automated impella controller (aic) screen. At the time of the reported event, the patient was hemodynamically stable while supported with both an impella 5.5 and impella rp flex. No changes to vasopressor or inotrope support were required. The nurse was advised that based on the patient¿s current status, no additional interventions were required at that time. Guidance was provided on disabling the audio for the placement signal alarm to reduce alarm burden. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. Patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting.

Manufacturer narrative:
A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.